Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire separation. It was reported that the target lesion was the proximal lad, approximately 2 cm long, with mild calcification. The bmw guide wire was in the septal brach when the doctor flushed the contrast media into the arteries. As an attempt was made to retract the guide wire, it appeared to be stuck in something, possibly the tip was jammed in the plaque. An attempt was made to pull back the guide wire slightly. A balloon may have been used to support the guide wire, but the guide wire could not be removed. The guide wire was then pulled back strongly and the tip of the guide wire separated in the coronary artery (proximal lad) and the coils of the tip of the guide wire were unraveled in the subclavian artery. The patient was moved to the heart surgery operating room and CABG was performed. The separated guide wire tip was also removed from the patient at this time. No additional event or patient information is available.